Manufacturer narrative:
The investigation has been completed. No product was returned. Per the clinical investigation, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the stroke/cva was unable to be determined due to insufficient clinical details. The cause of the peripheral nerve injury was not determined due to insufficient clinical details. Bleeding was reported during insertion. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Vascular damage was reported for pericardial bleed. The root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.

Event description:
It was reported via an impact study that a patient on impella 5.5 mechanical circulatory support experienced nerve damage during impella support. It believed that the nerve damage had a probable relationship to the impella procedure. Additional information was not provided. Seven days following explant, the patient experienced an ischemic stroke. An MRI showed micro-embolic infarctions, subacute on both sides, no symptoms, no therapy. The stroke was believed to have a probable relationship to the impella procedure. The patient was noted to have recovered native heart function. The device was explanted, and the patient was noted to have survived the explant.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
B5 updated with additional information from the clinical site h6 updated to reflect the additional failure mode should new information or investigation results for access site bleeding become available a supplemental report will be submitted. Instructions for use for the related event are as follows: stroke/cva: "strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation -timing of the stroke in relation to impella support (during or post-implant) -detailed description of the symptoms experienced by the patient -neurological examination findings and any focal deficits observed -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic) -laboratory test results, including coagulation profiles and cardiac markers -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications -response to any previous anticoagulation or antiplatelet therapies -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology as this clinical information was not provided, the true root cause of the stroke/cva could not be determined.¿ peripheral nerve injury: the cause of the issue was not determined due to insufficient clinical details. G1 manufacturing site name, address, country and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-27473.

Event description:
Upon later notification via impact study, it was additionally reported that the patient endured potential pericardial bleeding with a possible relation to the impella device, placement, and procedure. In addition, bleeding complications were reported during impella insertion. Surgical intervention and blood products were given to manage the bleed.